Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. During investigation, the down-arrow key contact was observed to be misaligned. All keypad contacts did not have normal spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is unresponsive. It was reported that the pump is not exposed to water and there is no damage or peeling of the keypad.